Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received inappropriate anti-tachycardia pacing (atp) for t-wave oversensing and changes in amplitude morphology measurements which were marked as a ventricular tachycardia episode. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.